Manufacturer narrative:
Product event summary: the devices: (B)(4) associated with the event were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed since the controller log files were not available for analysis. Analysis of the devices could not be performed since the devices were not returned for evaluation. The devices could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The devices were not returned. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #:1650/ expiration date: 2014/12/31 UDI #: unk. No, device evaluation anticipated, but not yet begun. Mfg date: 2013/12/31 (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #:1650/ expiration date: 2015/01/31 UDI #: unk. No, device evaluation anticipated, but not yet begun. Mfg date: 2014/01/31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries and a controller exhibited recurrent critical battery alarms. The controller and two batteries were exchanged. No patient complications have been reported as a result of this event.